Manufacturer narrative:
(B)(4). System updates pending. Results: known inherent risk of procedure. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The delivery system and sheath were discarded following the procedure and are not available for evaluation. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and as documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, in addition to procedural factors (manipulation of the devices), patient factors (severe annular calcification, severe native leaflet calcification, severe aortic root calcification, severe stj calcification) likely contributed to the delivery system balloon rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
During a transaortic (tao) tavr procedure, at full deployment of a 26mm sapien 3 valve, the certitude delivery system balloon ruptured. Echo revealed the valve was fully deployed and stable. The delivery system and sheath were retrieved / removed without complications. No injury to the patient was reported. At the time of the report, the patient was in stable condition and doing well. The valve remains implanted in the patient. The native annular diameter measured 461mm2 by CT. Severe annular calcification, severe native leaflet calcification and severe aortic root calcification was reported. Severe stj calcification was also reported. It was perceived that the severe valvular calcification likely caused the balloon rupture. The delivery system and sheath were discarded following the procedure.